Manufacturer narrative:
Qn# (B)(4). Preliminary evaluation of the returned device indicates the extension line leaked during use.

Event description:
It was reported that the 16ga distal lumen (brown) was leaking.

Manufacturer narrative:
(B)(4). The customer returned a 4-lumen cvc for evaluation. Biological material was observed in the proximal and distal extension line. Visual examination of the catheter with the naked eye revealed a hole near the luer hub of the distal extension line. Microscopic examination revealed that the hole had clean, non-rigid edges and had the characteristics of being caused by contact with sharps. No other defects were observed. The hole in the distal extension line was located approximately 5 mm from the luer hub. The distal extension line inner and outer diameter were found to be within specification. The distal end of the extension line was pressurized by injecting water into the luer hub using a lab inventory 25 ml syringe. During this process, water was clearly observed leaking from the hole in the distal extension line. A manual tub test revealed that all extension lines were secured in the juncture hub. A device history record review was performed with no relevant findings to suggest a manufacturing issues. The customer reported issue of an extension line leak was confirmed through evaluation of the returned sample. Visual and functional testing of the returned catheter revealed a hole near the brown luer hub of the distal extension line. The hole had characteristics of being caused by contact with sharps. The distal extension line met all dimensional requirements and a device history record was performed with no relevant findings to suggest a manufacturing issue. Based on the appearance of the defect and the fact that it was identified during use, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the 16ga distal lumen (brown) was leaking.